Event description:
During the first activation of the device it was noticed that the rondo 3 audio processor only holds on the head in a 45_ angle. The magnet inside of the implant does not align. In situ measurements were possible with using the dl-coil, but rondo 3 does not hold, assuming that the magnet is not rotating inside the implant. Troubleshooting took place where the internal magnet was turned out (unlocked) with a stronger external magnet.

Manufacturer narrative:
Conclusion: according to the information received from the field during first activation of the device it was noticed that the rondo 3 audio processor only holds on the head in a 45_ angle. The magnet inside of the implant does not align. The reported issue is likely caused by an internal magnet, which does not rotate freely inside the magnet housing. Reportedly after turning the internal magnet out with a stronger external magnet the issue was no longer present. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the first activation of the device, it was noticed that the rondo 3 audio processor only holds on the head in a 45_ angle. The magnet inside of the implant does not align. In situ measurements were possible with using the dl-coil, but rondo 3 does not hold, assuming that the magnet is not rotating inside the implant. As troubleshooting steps for magnet alignment reportedly did not resolve the issue, either the magnet inside the implant will be changed or the user will receive a completely new device. Further proceeding will be agreed on (B)(6) 2025.